Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported.